Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. A service history review revealed the device has been serviced within the last 12 months. The current issue does appear as a repeat service event. The direct cause of the previous servicing was upstream thermistor. All required service actions were completed in the last service cycle. The system error 345 was also verified through a review of the event history log. The cause was identified to be a failed downstream thermistor. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.